Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient¿s trial helped with 80% of their symptoms, but the implant was only helping with 20-25%. The patient had been reprogrammed multiple times, but only had one program that worked and they could feel stimulation across their stomach. The patient also had pain and discomfort at the pocket site since the implant. The pain and discomfort had gotten worse over time. The pain was worse when the patient would sit down and they could only sit for 15-20 minutes. Due to this, the patient had to lay down on their right side to charge. The patient could feel bumps on the top of their implantable neurostimulator (ins) through the skin and they felt like the ins was sitting at an angle. The pain was determined to be due to the physical location of the ins. The patient¿s doctor confirmed that the ins was not placed in an ideal location. The patient¿s doctor offered to relocate the ins, but the patient didn¿t want to do that. The patient was also having difficulty recharging. The patient was not able to charge through jeans and the slightest movement caused them to lose coupling bars. The patient had also experienced stimulation in the wrong location. The patient noted that following reprogramming more than 6 months prior to (B)(6) 2014 when the stimulation was on they could feel stimulation in their left leg and across their stomach which caused them nausea. When the patient would turn the stimulation off their left leg would twitch for a couple of minutes. The leg would go into spasms for 15 minutes after turning the stimulation off. The patient had previously experienced the stimulation across their stomach from previous programming changes but manufacturer representatives were able to change it. The patient noted that they had never had therapeutic effect. The patient¿s therapy would for 2 to 3 days and then change and would not work for their pain. The patient¿s programming would not stay where they needed it. The patient had a CT scan performed to see if anything else was going on with their back and also had an epidural done. The patient noted that they had been experiencing a burning sensation right at the ins site for 3-4 months prior to (B)(6) 2014. The burning sensation had been occurring on and off; however, it had been more intense the week prior to the report. The sensation was more intense if they put any pressure on it. They had not noticed any visual changes to the ins site. The patient had their stimulation turned off and it had been turned off for quite a while by (B)(6) 2014. They had not recharged their device. The patient was having their device removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Supplemental submitted for new information received and for the addition of (B)(4).

Event description:
Additional information received reported the patient's device was removed on (B)(6) 2014. The reason for the explant was because the system was not working properly which was causing pain at the pocket site. The patient had met with their health care provider (hcp) and manufacturer representative several times for reprogramming, none of which provided pain relief. During the explant it was found that the reason the device was not working was because one of the leads was kinked/twisted and perhaps had breached at the site on the thoracodorsal fascia where it had been attached with a silk stitch. The other lead appeared to have migrated inferiorly in the epidural space and was not attached to the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been reprogrammed because it had not worked right and it had migrated from where it was implanted. Patient symptoms reported were pain, muscle spasms, and a burning sensation to his left buttock. The device was noted to have stopped working completely. It was noted that the patient's doctor had scheduled the removal of the device in 2014. This event will be updated if additional information is received.